Event description:
My mcghan textured saline filled breast implants made me sick. My immune system crashed. I lost a good portion of hair. I've had cold hands, feet, dark circles under my eyes, dry eyes, vertigo, memory loss, low thyroid, hormone imbalance, frequent uti's.